Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of report the customer had not addressed the elevated bg. The customer continued to use the pump for insulin therapy. Reportedly, the customer was using cold insulin, and not removing residual air from cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge, and tandem pump user guide instructs the user to remove any residual air from the cartridge.